Manufacturer narrative:
(B)(4). The DHR for the alleged instruments was evaluated and found to be completely without any irregularities. These instruments were produced at the tecomet, inc (B)(4) as part of a (B)(4). Lot in november of 2017. Instrument(s) have not been returned for evaluation therefore we are unable to validate the alleged complaint(s). All instruments produced at this facility are 100% visually inspected and function tested prior to shipping to customer as this is a standardized procedure for this facility.

Event description:
It was reported that the clip could not be loaded into the applier. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip could not be loaded into the applier. There was no patient injury.